Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device was returned and exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off fragment not returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroscopy and as the doctor snapped bearing together it broke. No patient consequences were reported as a result of the malfunction. Attempts to obtain additional information are in progress, however additional information is unavailable at this time.